Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the posterior mitral leaflet. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda - the clip has detached from one leaflet, but remains attached to the other leaflet) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. With respect to the patient conditions, procedural conditions and/or user technique, the reported slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In the opinion of the physician, the implanted clips did not cause the detachment from the anterior leaflet, but was due to disease progression. There was no damage noted to the anterior leaflet. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency. It was further reported, in addition to the severe mr(mitral regurgitation) and pulmonary hypertension, that the patient was experiencing increasing dyspnea. In this case, the most probable cause for the worsening mr was likely due to the slda of the clip, which was ultimately determined to be a result of the progression of the disease. Additionally, the reported dyspnea and pulmonary hypertension were likely secondary effects of the mr. The patient effects of worsening mr, dyspnea, and hypertension are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is filed as a follow-up exam found the clip detached from the anterior leaflet but remained attached to the posterior leaflet which resulted in an increased mitral regurgitation grade. Another mitraclip procedure was performed and is considered medical intervention. It was reported that on (B)(6) 2012, a mitraclip procedure was performed and two clips were implanted reducing the functional mitral regurgitation (mr) grade from 4 to 1-2. During the 18 month follow-up, the patient experienced increasing dyspnea and was treated with increasing dosages of diuretics. During the follow-up, a basal echocardiogram showed severe mr with pulmonary hypertension and that one of the implanted clips had detached from the anterior leaflet and remained attached to the posterior leaflet. In the opinion of the physician, the implanted clips did not cause the detachment from the anterior leaflet but the clip detachment was due to disease progression. There was no damage noted to the anterior leaflet. On june 11, 2014, another mitraclip procedure was performed. Two additional clips were implanted reducing the mr grade from 4 to 2. There was no adverse patient sequela. No additional information was provided.